Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service technician. The reported issue of a higher delivered tidal volume was addressed by replacing the flow valve.

Event description:
It was reported by the customer that the ventilator has a higher delivered tidal volume than expected. There was no report of any patient involvement or patient harm associated with this complaint.